Event description:
Full rails were broken, patient tried to get out of bed and fell. I emt was called and said he was "fine" and placed back in bed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).